Manufacturer narrative:
The lens was returned dry in a lens case/vial. Performed visual inspection and discovered no visable damage to the lens and particulates observed on the lens. No similar complaints were reported for units within the same lot. Per dfu, this lens model is contraindicated for an eye with an anterior chamber depth (acd) less than 3.0mm. This patient has an acd of 2.8mm. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Lens not returned.

Event description:
The reporter indicated that the surgeon inserted a 12.6mm vicmo12.6 implantable collamer lens, -09.50 diopter, in the patient's right eye on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to low vaulting. The lens was exchanged for a longer lens and the problem was resolved.